Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 205 mg/dl. The customer stated that the drive support cap was normal. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.